Event description:
These products were returned without any information. This report was generated as a result of in house analysis findings.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v494241, product type: lead. (B)(4). Analysis results: analysis of both extensions found the outer insulation was ¿melted.¿ analysis of the implantable neurostimulator found it had reached ¿normal end of life¿ and had ¿okay¿ telemetry and output. Analysis of lead one found that ¿all conductors broke 3.3 cm from the proximal end¿ and the lead was ¿breached 8.4-8.7 cm from the distal end.¿ analysis of lead two found that ¿all conductors broke 3.1 cm from the proximal end.¿ (B)(4).